Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation; the customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and defib stress testing without duplicating the report. An internal inspection found no discrepancies. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.